Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("1 coil was twisted in a circle and not even in tube/migration of essure device location of device: tube had curled around the device"), abdominal pain lower ("cramping/lower sides of abdomen area") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C06623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "1 coil was twisted in a circle/the left essure device curled up in the left shape cornual area.". The patient's concurrent conditions included overweight, anxiety, vaginal itching, vaginal yeast infection, acne, anxiety disorder and gastric ulcer. Family history included ovarian cancer. Concomitant products included venlafaxine hydrochloride (effexor). On (B)(6)2014, the patient had essure inserted. In november 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), mood altered ("hormonal changes describe: moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, weight increased, migraine, polycystic ovaries, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain and hot flush outcome was unknown, the abdominal pain lower, headache and pelvic pain had resolved and the mood altered and female sexual dysfunction was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, migraine, mood altered, pelvic pain, polycystic ovaries, vaginal discharge and weight increased to be related to essure. The reporter commented: trailing coils: left: 5, right: 1 discrepancy noted in insertion date. Previously reported as: (B)(6)2014 in current follow up reported as: (B)(6)2014- diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6)2014: result: total bilateral occlusion.. Pathology test - on (B)(6)2017: result: diagnosis: a. Uterus, hysterectomy: endometrium: proliferative endometrium without hyperplasia or carcinoma. Myometrium: no specific pathologic abnormality. Serosa: endometriosis. Cervix: no specific pathologic abnormality. Fallopian tubes, bilateral salpingectomy: no specific pathologic abnormality. B. Left vulva, biopsy: fibro epithelial polyp with parakeratosis. Clinical summary: pelvic pain. Ultrasound scan - on (B)(6)2017: result: uterus - 6.4 x 5.6 x 4.ocm eml 8.43mm ovaries normal bilaterally. Essure clips present bilaterally.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: weight increased, fatigue, vaginal discharge and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received with her demographic details were updated.. Following events were added: hormonal changes describe: moody, abnormal bleeding (general), apareunia (inability to have sexual intercourse), migraines, reproductive system disorder or condition type of disorder or condition: pcos, 1 coil was twisted in a circle and not even in tube/migration of essure device location of device: tube had curled around the device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss, 1 coil was twisted in a circle, abdominal pain and hot flashes. Medical history added. Concomitant drug added. Medical and family history added. Lab data added. Other hcp were added. Aka name added. Race information added. Product indication added. Suspect drug implant date updated from (B)(6)2014 to (B)(6)2014. Lot no. Added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("1 coil was twisted in a circle and not even in tube/migration of essure device location of device: tube had curled around the device"), abdominal pain lower ("cramping/lower sides of abdomen area") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C06623-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "1 coil was twisted in a circle/the left essure device curled up in the left shape cornual area.". The patient's concurrent conditions included overweight, anxiety, vaginal itching, vaginal yeast infection, acne, anxiety disorder and gastric ulcer. Family history included ovarian cancer. Concomitant products included venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), mood altered ("hormonal changes describe: moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, weight increased, migraine, polycystic ovaries, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain and hot flush outcome was unknown, the abdominal pain lower, headache and pelvic pain had resolved and the mood altered and female sexual dysfunction was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, migraine, mood altered, pelvic pain, polycystic ovaries, vaginal discharge and weight increased to be related to essure. The reporter commented: trailing coils: left: 5, right: 1 discrepancy noted in insertion date. Previously reported as: ??-aug-2014 in current follow up reported as: (B)(6) 2014- diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: result: total bilateral occlusion.. Pathology test - on (B)(6) 2017: result: diagnosis: a. Uterus, hysterectomy: endometrium: proliferative endometrium without hyperplasia or carcinoma. Myometrium: no specific pathologic abnormality. Serosa: endometriosis. Cervix: no specific pathologic abnormality. Fallopian tubes, bilateral salpingectomy: no specific pathologic abnormality. B. Left vulva, biopsy: fibro epithelial polyp with parakeratosis. Clinical summary: pelvic pain. Ultrasound scan - on (B)(6) 2017: result: uterus - 6.4 x 5.6 x 4.ocm eml 8.43mm ovaries normal bilaterally. Essure clips present bilaterally.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: weight increased, fatigue, vaginal discharge and pelvic pain. Lot number c06623 is invalid most recent follow-up information incorporated above includes: on 30-jan-2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal distension, headache and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, headache and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.